Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation results if received. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that during a cardiac surgery, the swan-ganz catheter was giving values that did not correspond with patient's state. No alarm was displayed due to the inaccurate values. When a manual bolus was performed, the values were between 1l to 12l. The customer changed the swan-ganz catheter to solve the issue and it was necessary for another access for the re-insertion of this new catheter. There was no allegation of patient injury. The swan-ganz catheter is available for evaluation.

Manufacturer narrative:
We received one 744f75 catheter with an attached monoject 1.5cc limited volume syringe for examination. The reported event of ¿giving extreme values" was not confirmed. No fault messages showed up on the laboratory vigilance ii monitor when the catheter was connected. The catheter passed in-vitro calibration on the vigilance ii monitor. The thermistor was found to read 37.1 c when submerged into a 37.0 c water bath. The thermistor temperature reading accuracy is +/- 0.3c per the vigilance manual. The catheter ran cco in 37.0 c water bath on the vigilance ii monitor for 5 minutes with no error. The eeprom data was found to be normal, both the stored data and the computed data matched. Resistance value of thermal filament circuit was measured and found to be within specification. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. The catheter body was free of kinks or indentations and the returned syringe functioned normal. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Abnormal pressure readings should correlate with the patient¿s clinical manifestations. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.